Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead alerted again with impedance out of range in the high voltage coils. The lead had non-capture. The lead therapies were programmed off.

Manufacturer narrative:
Concomitant medical products continued: 4076-52, lead, implanted: (B)(6) 2013; 4296-88, lead, implanted: (B)(6) 2013; dtba1d4, ICD, implanted: (B)(6) 2013; 37754, neuro recharger; 37746, neuro programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high pacing impedance out of range in bipolar configuration. The lead configuration was reprogrammed and continues to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.